Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient to insert another sensor in a different location on the body and retest. Patient stated that he had swapped the smart device and since then he had no more signal loss. The reported issue was resolved as connections were established. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/14/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.